Event description:
It was reported that the person with diabetes (pwd) contacted support due to an issue with the cleo 90 infusion set. The pwd stated to had applied the set earlier that day, but while at work, the cannula portion detached from the body, although the taped portion remained securely attached. Upon inspection and noticed the cannula appeared slightly bent. The pwd was unsure how the separation occurred, especially since the tape was tightly secured. The pwd had inserted the infusion set in abdominal area. As the incident happened at work and discarded the infusion set and requested a replacement. There was no patient injury/adverse event.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.